Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that after a tka procedure, it was noticed that a journey 2 femur and insert, were used with a genesis 2 tibial plate. Further information requested.